Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)¿ the dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type ii) and immediate load procedure was performed.